Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional stress testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared from the log and did not reoccur. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.